Manufacturer narrative:
No injuries were reported. The fiber was returned for eval. The fiber was broken about 45" from distal end. Root (connector) piece exhibits melted nylon jacket and char at distal end. The fiber was bent or crushed, resulting in damage, allowing emission of laser light at that place. Breaks of this type are rare. Labeling is sufficient and warns of possible fire if not handled properly: laserscope's product insert, p/n 0114-0820, rev p, states the following: "handling warnings: do not reuse. The endostat is a glass fiber and any damage to the nylon jacket or fiber core will result in the emission of uncontrolled laser energy. Do not activate the surgical laser beam if the tip of the fiber is not in full view and emerging through the distal tip of the endoscope channel. To do so will damage the fiber and may damage the endoscope. Do not wrap any unused of the fiber in drapes or cloth. Do not attach the fiber directly to the surgical drapes with a crushing clamp such as a hemostat. Do not place or drop instrumentation onto the fiber. Never lean against the fiber. Do not probe or attempt to retract tissue with the endostat fiber. To do so may result in fiber breakage. Doing any of the above may damage the fiber and result in a concentration of heat. This can lead to drape fires and/or pt burns."

Event description:
Facility stated: "incident involving endostat fiber 10-0612. Machine stated no power on ktp. Switched to yag and still stated no power. When physician stepped on footswitch, they heard a pop and then a flame. Drape caught on fire. No injury to pt. Fiber was in 2 pieces."